Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging he had received a onetouch verio iq meter system from his doctor, but it was missing the literature. This complaint was classified according to the customer care advocate (cca) documentation. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient alleged the meter system was missing the literature. There is no indication that subject meter caused or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.